Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was replicated. The footswitch printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. An internal investigation has been opened to address this issue. The root cause of the reported event can be attributed to the footswitch interface pcb. (B)(4).

Manufacturer narrative:
A sample is in transit to manufacturing site. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse assistant reported that a system message was displayed during a laser assisted cataract surgery. The procedure could not be finished and the patient was transferred to another hospital to complete the surgery. Additional information received from the nurse clarified that the patient was first lasered and then a system message was displayed during the cataract surgery. She unplugged the footswitch and the cable and plugged it again, she shut down and rebooted the system, but the issue persisted. A company representative exchanged the footswitch and the footswitch cable but the issue was not solved. Additional information received from a surgeon informed that the patient had the cloudy cornea and too high eye pressure due to the event. Two days postoperatively, patient was getting better but symptoms had not resolved. Per the surgeon, patient's prognosis is good and no permanent damage would arise. Additional information has been requested and received.